Event description:
This is report 1 of 2 for (B)(4). It was reported by the customer in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that the truespan meniscal repair system peek 12 degree device did not fire. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtaind that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: both photo and the actual device were received for evaluation. Upon visual inspection of the photo, it appeared that the first implant was partially deployed contributing to the deployment failure; therefore, this complaint can be confirmed. Visual inspection of the actual complaint device revealed that the implants and suture were not received along the device. There were no anomalies or structural damage on the outside of the device. To test its functionality, the red trigger was tested; as a result, no anomalies could be found. According with the visual inspection and functional test, this complaint cannot be confirmed. Based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site. Also, the possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. As per IFU, it is important that the device is positioned correctly. Also, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. A manufacturing record evaluation was performed for the finished device lot number 8l64864, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, photo was provided. Upon visual inspection of the photo, it appeared that the first implant was partially deployed contributing to the deployment failure; therefore, this complaint can be performed. A manufacturing record evaluation was performed for the finished device lot number:8l67861, and no nonconformances were identified. Without physical evaluation, we cannot determine a root cause for the issue experienced. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed at the same time. The suture could have been damaged when removing the implants with sharp instruments. As per IFU, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: both photo and the actual device were received for evaluation. Upon visual inspection of the photo, it appeared that the first implant was partially deployed contributing to the deployment failure. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed that the implants and suture were not received along the device. There are no anomalies or structural damage on the outside of the device. To test its functionality, the red trigger was tested; as a result, no anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number: 8l67864, and no nonconformance's were identified. According with the visual inspection and functional test, this complaint cannot be confirmed. Based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site. Also, the possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. As per IFU, it is important that the device is positioned correctly. Also, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d4, h4: the lot number, expiration date and device manufacture date have been updated to reflect the correct information. Therefore, UDI: (B)(4).